Manufacturer narrative:
08-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Whole tampon stuck inside [foreign body in reproductive tract]. Tampon stuck inside, no string to remove [complication of device removal]. There was no string when I went to remove tampon [device breakage]. Case description: consumer called stating there was no string when she went to remove the tampon. No serious injury was reported.

Event description:
Whole tampon stuck inside [foreign body in reproductive tract]. Tampon stuck inside, no string to remove [complication of device removal]. There was no string when I went to remove tampon [device breakage] . Case description: consumer called stating there was no string when she went to remove the tampon. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Whole tampon stuck inside [foreign body in reproductive tract], tampon stuck inside, no string to remove [complication of device removal], there was no string when I went to remove tampon [device breakage]. Case description: consumer called stating there was no string when she went to remove the tampon. No serious injury was reported.